Manufacturer narrative:
Investigation summary: bd received 7 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for deformed caps was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of deformed caps was observed in the customer samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed caps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® lh pst¿ ii plus blood collection tubes 7 tubes had deformed tube caps. No adverse impact was reported regarding the patient or user.